Event description:
A report received stated: "the client reports: the cuff is defective; no ill-effect to pt reported." No other info was provided to determine if the failure occurred during pre-inflation testing before pt use, or if any intervention was required or performed during pt use.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.